Manufacturer narrative:
Date is estimated; year is valid. Concomitant medical products: product ID: 3093-28, lot#: v100245, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller reported that the patient had ins removed in (B)(6), but were unable to remove the lead per patient. No further complications were reported.